Event description:
Customer reported an emergency room visit due to unexplained high blood glucose readings of 441 mg/dl. It was noted that the customer also had pneumonia and was treated at the hospital with medications to lower the blood glucose readings and antibiotics were the pneumonia. At the emergency room, customer's blood glucose readings did drop to 250 mg/dl. Customer stated the high blood glucose readings did not go down even after bolusing prior to the emergency room visit. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. The high pressure test was also performed and passed. Customer's most recent blood glucose reading was 69 mg/dl and has treated with candy. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.